Manufacturer narrative:
According to the complainant the device will not be returned for investigation as it has been discarded. We are unable to confirm the reported the reported thermal event. By specification, the device's coin cell batteries, which provide a power supply of 4.5-volts, are not capable of generating enough energy that would contribute to a thermal event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported on (B)(6) 2026 that the pod repeatedly beeped, became hot to touch, produced a burning smell, and left burn marks on the patient's leg. The pod was worn for 22 hours prior to removal. The patient took the pod to the diabetes center where their specialist nurse discarded it. Their nurse advised keeping the area clean. Additional information was received on (B)(6) 2026. The patient reported there was no alarm messages when the pod alarmed. The patient has pre-existing nerve damage, and the patient could not feel the burn. The patient heard the alarm, saw smoke coming out of their pant leg, and noticed the pod was smoking, which prompted the patient to remove the pod. The called their diabetic nurse on the day who advised the patient to keep the site clean and to head to the hospital the next day. The patient visited the accident and emergency (a&e) at northern general the next day, where bandages, an antibiotic cream, and special tape were provided to keep the site clean. The burn was confirmed by a healthcare professional.